Event description:
Caller states patient tested 3.7 inr and 3.8 inr on the coaguchek xs system while a comparison lab returned as 5.6 inr. Result of 3.8 inr was a venous sample. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.